Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. The p-cap or reservoir locked properly during testing. No physical damage to retainer or reservoir tube lip was noted. Device received with minor scratched display window, case and keypad overlay. No traces of moisture at electronic or motor assemblies were noted per visual inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the 400 mg/dl at the time of incident. The customer also stated that the insulin pump had missing retainer ring but reservoir was able to lock in place. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.